Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated. There were faulty pixels on the lcd screen. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's display is not resetting. There were no reported adverse events.